Event description:
According to the reporter, during a bravo procedure, a capsule failed to attach to the patient's esophagus. There was no patient harm, but a repeat bravo procedure will be performed. There was nothing unusual about the patient or the procedure itself that may have led to the failure to attach. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been using bravo procedure for 5 years. A medela pump was used. A small amount of a-gel water based lubricant was placed on tip, and it is unclear if any went into the capsule chamber. No other known adverse events were reported.